Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) battery will not charge and not docked occurred. There was no harm or injury reported.

Manufacturer narrative:
E1- event site name- (B)(6) hosp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field-h1(reverting back death to malfunction, as no death occurred) h6 (investigation findings, type of investigation, investigation conclusions). Revert back-report send to FDA- blank. Report sent to manufacturer-blank. Battery not charging because of console not correctly docked and latched to the cart. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
N/a.